Manufacturer narrative:
The customer declined the option to have their glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core smart cable, the image was intermittent. They reported that while intubating a patient, the scope went out. The procedure was able to be completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.